Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a slow deflation occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous superficial femoral artery. The physician advanced the 6.0x60/135 sterling otw balloon to the lesion to do a poba and inflated the balloon to 10atms for 20 to 30 seconds. During inflation, the inflation unit's pressure was unstable, but the balloon eventually inflated. During deflation, it took 20 to 30 seconds to completely deflate the balloon. There was no damage observed to the balloon and no kinks were observed on the device. There were no patient complications. The procedure was completed with this balloon. Patient status is reported as "good".

Manufacturer narrative:
Eighteen years or older. Device evaluation: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).